Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have the curved blade broken at the base. A piece approximately 0.595" x 0.084" was found to be broken off. The broken piece was not returned. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip blade of harmonic ace instrument was observed as being broken. The procedure was completing as planned using a back-up harmonic ace instrument with no reported injury. Original customer complaint stated no fragments fell into the patient's body. During follow-up, customer stated that no post-op tests were conducted to look for potential fragments and the patient has not returned to the hospital. Customer stated that if any fragments are detected in the future, they will perform additional tests as needed.